Event description:
Pt called to report the antitip of his wheelchair popped up and cracked while in use. This is his 2nd incident with this product within 2 yrs. He stated that he was moving very slowly/low speed. He stated that all products of this MFR are faulty and defective. They cannot even do the routine maintenance. He said this device doesn't even fit me, and now it is inoperable, but I am fixing it myself. What if it happens to somebody weaker than me? It can kill them. Consumer doesn't wear seatbelt because it hurts his lumbar. He said he had motor replaced once before and did a lot of repairs. But after that, it built up carbon, didn't engage the break and tipped over. This time, antitip got broke and device stopped running and I leaned forward. This MFR's products are dangerous. I have done many repairs to my wheelchair but still is defective. I just wanted FDA to be aware of this and do something about it. The caller said that he found out that there is only one washer on the device, but there should be two of them and this one is the wrong size and caused the wheelchair to fall apart. It left parts off of it and MFR completely messed up with the design.